Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient stated they were on the way to their appointment with the general practitioner (gp) and on their way there, they stated their glucose levels were dropping drastically without knowing, which resulted in a hypoglycemic episode. When the patient arrived at the gp's place, they gp gave the patient tea and honey and let her rest for 30 minutes. At the time of contact, the patient stated they did not feel well during the day and was tired. There was no allegation against the systema as the patient was in the sensor warm up period where the dexcom would not display glucose values. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. Dexcom labeling indicates: you will not get sensor glucose readings or alerts until your 2-hour startup period ends and you complete your first calibrations.